Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received five samples and one photo for investigation. The evaluated photo shows the customer¿s failure mode, as the specimen in the tube appears to be minimal for this product. The five returned samples were inspected with no issues identified. A functional test was performed on these samples, and all tubes were within specification limits. Additionally, 100 retained samples were inspected with no visible defects found. Another functional test was performed on 10 retained samples, and all were also within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.